Manufacturer narrative:
The power supply was returned for investigation and it was noted the failure mode was consistent with the fans being blocked or airflow restricted. Both cooling fans were operating acceptably on the returned device. A small amount of smoke was emitted from the unit as the plastic isolator melted. The power supply at the facility has been replaced with a new version which contains an over-temperature switch off circuit. All parts and plastics are ul rated accordingly. There was no risk of fire and no one was injured.

Manufacturer narrative:
The serial number of the power supply was (B)(4).

Event description:
The user reported smoke coming from the rear of the analyzer. There was an excessive amount of smoke, but the user stated there was not enough that they had to evacuate the laboratory. The user brought fans into the laboratory to blow out the excessive smoke which cleared. Approximately 3/4 of the laboratory was filled with smoke and the user stated if the fans were not brought in, the laboratory would have filled completely with smoke. The laboratory's fire alarm did not go off. No patients were involved in the event and all personal in the laboratory were okay. The user confirmed that no one was coughing or harmed in any way from the smoke. The field service representative determined there was a failure of the power supply unit. He replaced the power supply with an updated kit and retested it with no further problems. He noted the damage was contained to power supply internal pc board. To verify the analyzer operation, he ran calibrations and quality control with all results are within limits.